Manufacturer narrative:
Correction: initial reporter occupation. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. Based on the provided information, there is no documentation that shows a causal relationship between this hernia event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, hernias are a known complication of peritoneal dialysis therapy and a temporal relationship between the patient's pd treatment and the development of the hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was diagnosed with a minor umbilical hernia coincident with peritoneal dialysis therapy. The exact date of diagnosis was unknown. It is unknown how long the patient had been performing peritoneal dialysis therapy prior to being diagnosed with the hernia. It was verified that the hernia developed after the patient had started peritoneal dialysis therapy. The patient was not hospitalized for the event and continued with peritoneal dialysis therapy without complication. While the hernia was reported to be associated with the patient¿s low peritoneal dialysis drain volumes, it was described as non-threatening and there was no planned action to have it removed. The cause of the hernia is not known. The patient continues with peritoneal dialysis therapy and is consistently being monitored for any changes. Additional information was requested but is not available.